Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to broken motor slide. Unable to perform displacement test due to motor error alarm. The insulin pump was received with physically damaged/broken motor slide and deep scratches inside reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.